Event description:
Ankle prosthesis removed from patient due to infection.

Manufacturer narrative:
Evaluation summary: reviewed IFU found to be adequate. Verified component sterilization was completed. Additional reference ankle component list: p/n 200010-902 lot 2261, p/n 200009-902 lot 2261, p/n 200252-905 lot 10080, p/n 200221-950 lot 10044, p/n 200220-905 lot 10014, p/n 200347-901 lot 10092.